Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Myocardial infarction, as listed in the xience v instructions for use (IFU), is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. In this case, it is likely that the elevated enzymes is a secondary effect of the myocardial infarction which resulted in hospitalization. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi) is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was performed in 2008, and a xience stent was deployed. Six days later, approximately 9 months after the index stent procedure, the patient had a myocardial infarction (mi) which was diagnosed based on the elevated cardiac enzymes and remained in the hospital for one day. No additional event or patient information is available.